Event description:
During a laparoscopic ventral hernia procedure, a hussan trocar was being used. When surgeon wrapped the suture around one of the buttons on the side of the trocar, it broke off. The piece was retrieved. The trocar was removed. A new trocar was obtained and inserted to finish the case.